Manufacturer narrative:
The pod was received with the needle mechanism assembly deployed. No damages or deficiencies were observed in the pod that would prevent it from operating as intended. Inspection of the download and patient history buffer (phb) data found no issues with the ability of the automated glucose control algorithm to appropriately adapt according to both user inputs and estimated glucose values. Therefore, no problem was found regarding the reported not sure over delivering insulin event.

Manufacturer narrative:
The device has been received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported hospitalization and hypoglycemia. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. Locked down smartphone: lockdown. Omnipod software app version: 3.1.5-p001. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: g7. *please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient visited the emergency room (B)(6) 2025 with hypoglycemia. The patient's blood glucose levels declined to 2.5 mmol/l while wearing the pod between 5 and 24 hours. Reported symptoms include seizure and loss of consciousness. While in the ER, the patient's blood pressure was monitored, and they were given crackers to eat. The patient was released in 12 hours. The pod was removed at the hospital.